Manufacturer narrative:
It was reported that patient underwent urethral sling surgery with ams retropubic sparc on (B)(6) 2010 due to recurrent stress urine incontinence. It was reported that patient underwent incision and drainage of suprapubic abscess on (B)(6) 2010 due to suprapubic abscess. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 a mesh implant. The patient underwent an explant on (B)(6) 2010 due to exposed urethral mesh.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with rectocele repair, perineorrhaphy due to rectocele and fecal incontinence. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.